Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "patient experienced breaking of bad 20 g x 0.75 in needle that resulted in a pause of her at home chemotherapy." No other information was provided.